Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer experienced a low blood glucose level of 34 mg/dl. Customer was provided with carbohydrates by the mother. Reportedly the customer continued to use pump for insulin therapy.